Event description:
It was reported that the dependent patient was presyncopal. The ventricular lead exhibited noise, which led to inhibition of pacing. The noise was reproducible through isometrics. No intervention was performed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.